Event description:
Note from surgeon in operative report states: ...divided "the appendix with a gi load of the laparoscopic stapling device. We subsequently then provided a vascular load using the same stapling device. Once we fired it and removed it, we realized that it in fact looked like it had a faulty stapling fire. We had bleeding in 2 spots along the mesoappendix. We used a 5 mm clipper to subsequently provide hemostasis. We lost about 50 ml of blood, and after irrigation it appeared that we had hemostasis."